Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted for significant stress incontinence. During a gynecological examination in 2016, it was observed that the mesh device had perforated the vaginal wall with significant risk of sepsis. The patient felt something for at least 1 year before this examination. The patient reported that surgical intervention was required and underwent partial removal of the device because it was caught in the flesh and two pieces remained on both sides (stop at the pubic symphysis; the 2 parts of the mesh were removed). The patient reported experiencing moderate to severe pain that is more and more regular in the left groin and causes sitting to become unbearable, numerous urinary tract infections, and vaginosis that did not respond to antibiotics. The numerous urinary infections make her very tired. The patient further reported that the surgeon who implanted the mesh did not communicate the risk of complications and that the device could not be removed completely. No further information is available.